Event description:
According to the reporter, during a laparoscopic urology procedure, while on vesicourethral gentle, both needle and thread broke. The product was replaced to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.